Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ syringe was missing the expiration date. The following information was provided by the initial reporter: it was reported that expiration date was missing from shelf carton. Consumer reported missing expiration date on box of insulin syringes. Consumer stated box was unused/unopened. Consumer unable to identify and provide catalog #, lot#, copyright date & product description. Consumer stated there was a prescription label from the (B)(6) on box of product. Consumer stated dispense date on prescription label was from jan. 2016. Advised consumer product has a 5-year shelf life. Advised consumer it has been over 5 years since the product was dispensed from pharmacy - product is expired. Advised consumer on proper disposal. Consumer declined to leave phone number or additional demographic data.